Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to correct a fracture of the right tibia, was removed due to complications at the fracture site. The implanted nail and screws showed signs of loosening and the patient had purulent draining from an osteotomy site and the decision was made to replace the sign im nail with an antibiotic cement coated, locked kuntcher nail.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the patient infection is undetermined. The sign im nail was replaced with an antibiotic cement coated, locked kuntcher nail that was locked proximally and distally with threaded k-wires. At the tie of patient discharge there was only a small amount of drainage from the osteotomy site, which is being monitored closely. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.